Event description:
It was reported that this patient experienced pain and underdose symptoms and had returned to the hospital. The pump log revealed on (B)(6) a motor stall occurred with recovery on (B)(6). Another motor stall occurred on (B)(6) with recovery on (B)(6). The elective replacement interval was 21 months. The device was explanted due to the motor stall that had recovered in more than 2 hours. The device system delivered morphine. It was later reported that during the explant the physician had difficulty aspirating and injecting drug in the catheter when disconnected from the pump. After other attempts the catheter seemed patent and the physician decided to only replace the pump. The patient remained hospitalized. It was later reported the patient was "fine."

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly of corrosion/wear and/or lubrication in addition that the stall was due to shaft-bearing. Further, the pump logs were reviewed in which multiple motor stalls and recoveries were seen. During destructive analysis the technician found significant residue in the teeth of gear 3 and on the upper shaft of gear 2. Shaft wear was also noticed on the upper shaft of gear 2. Residue was seen on the jewel where the lower shaft of gear 2 inserts into the bottom bridge assembly. Significant residue was also seen on the gear three's o-ring located on the top bridge.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.